Event description:
It was reported that the spinal cord stimulation (scs) system was explanted due to charging issues, as the implantable pulse generator (ipg) was not holding a charge as well. The patient is doing well post operatively and the device will not be returned as it was not released per facility.